Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that patient had gone in for an MRI and his pump stalled and did not start up again. Healthcare provider had to restart the pump. This was a long time ago, so the reporter couldn't provide further specific details. Drug in the pump at the time was not reported.